Manufacturer narrative:
Supplemental report submitted to include engineering evaluation and correction to b5. Updated b5, and h6. Per the edwards technical summary (ts), calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. While the scope of the ts is limited to surgical heart valves, specifically bovine pericardial and porcine tissue valves, the contribution factors to the onset and propagation of calcification resulting in valve degeneration as described in the ts is applicable to all tissue valves, and therefore, thv valves can be included in the scope of the technical summary as thv valves are made from the same pericardial tissue and see similar manufacturing processes as edwards surgical valves. In this case, complaint was confirmed by imagery. Based on the limited information provided, the root cause for the valve degeneration approximately 6 years 1 month post valve implant could not be confirmed, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per engineering evaluation imaging review, calcification was noted on the valve.

Manufacturer narrative:
Supplemental report submitted to include additional information received. Updated h6. Additional information was received from the field clinical specialist that the patient underwent a valve in valve procedure. A 23mm s3 ultra was successfully deployed within the failed 26mm xt valve. There was no pvl post implant. Mean gradient was 2mmhg by tee. The patient was stable and transferred out of the or.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that a patient with a 26mm sapien xt valve, implanted in the aortic position for 6 years and 1 month is failing. Tte showed severe stenosis with a peak velocity of 4.9 m/s and a mean gradient of 55mmhg. The patient is symptomatic with shortness of breath. As reported, the 26mm sapien xt valve was initially implanted in a degenerated 27mm mosaic. Most recent echo report showed that the xt valve had failed and the team in discussing tavr in tavr. There has been no intervention at this time.